Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device. A non-medtronic technician checked the device but the reported condition was not confirmed, the device was working properly and no anomaly was found on the screen.

Event description:
It was reported that during patient use the ventilator display screen turned white. The device continued ventilating/cycling. The patient was transferred to a different ventilator. There was no patient harm/injury reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Although medtronic/covidien was not authorized to conduct repairs, the customer returned a speaker cable assembly, single board computer (sbc) reset cable, audio board, and a pin cable. An investigation was performed on the returned components but the alleged condition could not be confirmed. It was found; however, that the trace from one of the connectors of the audio board was burnt as well as the plastic of the pin cable was found to be slightly melted.